Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated that the rubber came off of the wheel and the wheel locks are broken.